Event description:
Patient complained of prior dislocation with continued pain during ambulation. During the revision, the cup was removed easily and showed minimal ingrowth.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, lot #, explant date, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient complained of prior dislocation with continued pain during ambulation. During the revision, the cup was removed easily and showed minimal ingrowth. Update: (B)(4) 2011 - litigation papers received there is no new information that would change the outcome of this investigation. Added femoral head component. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified lot information for the head. Preliminary disclosure also indicates that patient was revised on (B)(6) 2010. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.